Event description:
During laparoscopic supracervical hysterectomy, physician noted the electrosurgical needle electrode was not present at end of procedure. Or director stated the doctor was not concerned over the small piece which may have come off the electrode, or may have eroded away during use. Device not returned for analysis.